Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not alerting when having low. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer also stated that when delivering a bolus they do not need to enter a number of carbs if not eating food. The insulin pump will not be returned for analysis.